Event description:
It was reported that when using the bd pyxis¿ es server user was unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user experienced login issues, receiving an "unable to authenticate" message on multiple occasions. A technical support specialist (tss) restarted the vendor bd services on the pyxis es server, after which the issue was resolved. The tss confirmed successful resolution and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.